Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing were noted on the device. The device was reprogrammed to resolve the event and the patient was stable with no consequences.